Event description:
It was reported that an ilet user experienced hypoglycemia, with the lowest recorded blood glucose of 53 mg/dl and a brief duration out of range, and the ilet alerted to the low. Symptoms included shaking consistent with adrenergic activation. Outcomes included self-treatment without outside assistance or medical intervention, with blood glucose trending upward after fast-acting carbohydrates. Investigation included complaint handling, follow-up calls, and user education on hypoglycemia management. Investigation of this case revealed no device malfunction and no component failure, and the cause of the hypoglycemia remained unclear despite review of use conditions and coaching. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.